Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The home patient stated a bag disconnected from the setup and a clamp was left open on an unused line, which are both known causes of this alarm. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. The guide also instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell one. The home patient (hp) was connected. The hp stated that an unused supply clamp was open. The technical service representative (tsr) advised the hp to keep the clamp on unused lines closed. The hp stated that the supply bag became disconnected from the supply line too. The tsr had the hp cycle power on the hc to end therapy and clear the alarm. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.